Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four (4) years post initial procedure, computerized tomography identified aneurysm enlargement with device migration distally out of the neck, causing a type 1a endoleak. Note the patient missed routine follow-ups due to covid. The physician has not yet determined what treatment will be. The patient is currently stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth, supra renal extension migration (unknown distance) is unconfirmed due to a lack of the comparative images. The type ia endoleak is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiib endoleak of the afx bifurcated stent graft occurred that was not included in the event as reported. These findings were discovered during an examination of the 52month post-implant computerized tomography (CT) scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined due to a lack of the comparative images and pre-implant CT studies. The final patient status was reported as currently stable and under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four (4) years post initial procedure, computerized tomography identified aneurysm enlargement with device migration distally out of the neck, causing a type 1a endoleak. Note the patient missed routine follow-ups due to covid. The physician has not yet determined what treatment will be. The patient is currently stable. After the initial report, the clinical assessment determined that there was evidence to reasonable suggest a type iiib endoleak of the afx2 bifurcated stent graft occurred that was not included in the event as reported. The type iiib was discovered during review of the 52month post-implant computerized tomography scan.